Event description:
It was reported that during a bilateral iliac stenting procedure, stent migration occurred. The lesion being treated was located in the right common iliac. Following deployment of the second stent, during removal of the wallstent endoprosthesis with unistep plus delivery system the wallstent migrated. The physician attempted to balloon the proximal end of the stent to secure it, but was not successful. The wallstent was surgically removed. No further complications were reported. Patient status was reported as 'ok'. Multiple attempts to obtain additional info have been unsuccessful.